Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (medical device ¿ problem code ).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) had helium leak occurring despite recent service for the same issue. There was no patient involved.